Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing a chronic hemodialysis catheter while inside a patient. Visual analysis revealed that the compression cap was cracked/split. The customer returned one connector assembly and a compression cap for investigation. Signs of use in the form of biological material was observed. Visual inspection of the compression cap confirmed there was a crack present in the molding seam. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "do not use if package has been previously opened or damaged." "Green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." "Ensure that compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation. Remove catheter clamp". The complaint of a damaged compression cap was confirmed by a complaint investigation of the returned sample. The cap had a crack along its molding seam. The cap is a purchased component, which indicates that the probable cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.